Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Whenever possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as obtain medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination required for device identification confirmed that the device was properly manufactured and released in accordance with the device master record. The review also confirmed that there were no manufacturing or processing non-conformities identified that could have contributed to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of the medical records and/or medical imaging received by endologix confirmed the ovation ix type ia endoleak complaint, which is consistent with the reported adverse event/incident. The procedure-related harms, device-related issues, user-related factors, or anatomical factors related to this complaint could not be determined based on the medical records available for review. No contributing factors were identified. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implantation of the ovation ix abdominal stent graft system on (B)(6) 2020. During a routine follow-up, an endoleak type ia was identified. The patient is currently being monitored.